Event description:
It was reported that a warehouse found a polaris 5.5 dorsal height adjuster with a twisted tip during inspection after it was received from a distributor. No further information is available regarding event timing, hospital, patient, or other similar information.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a warehouse found a polaris 5.5 dorsal height adjuster with a twisted tip during inspection after it was received from a distributor. No further information is available regarding event timing, hospital, patient, or other similar information.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the dorsal height adjuster had a twisted tip and also the anodize on the handle was faded. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.